Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drained at drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing eval and a supplemental report will be submitted upon completion.

Event description:
A perinatal dialysis (pd) pt reported on (B)(6) 2013 he received a m65 scale reading error during treatment. The pt's cycles are programmed for treatment based ccpd, 5 fills with a fill volume of 2700ml, last fill volume of 2700ml, dwell time 1 hour 37 mins, total fill volume of 13500ml. Drain 0:4128, fill 1:2704, drain 1:7203, fill 2:1814. The reported drain 1 volume exceeds the (B)(4) drain criteria. The pt drained 7203 ml resulting in a 267% overfill. In f/u with the pdrn and review of the pt's manual treatment data notes she reported the pt is an older man who has problems accurately recording his treatments. He is moving to an iq drive. The received treatment sheets did not record the pt's reported overfill on the (B)(6) 2013. The pdrn stated that there was no add'l complication as a result of the overfill. The pt was able to continue treatment as normal. No serious injury reported.